Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in pacing inhibition for less than 2 seconds. A revision procedure was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.